Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the backlight/contrast, down arrow, ok/enter and up arrow buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: the keypad was peeling from the ok button side. The bolus button was noted to be inoperable. Upon removal of the keypad cover, contamination was found under all buttons. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the display was dim and discolored.